Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during the procedure, inflated balloon with 25 slow pumps, then peritoneal membrane was torn. Doctor thinks the tear was due to asymmetrical inflation. They needed about 1 hour to close the torn membrane. A small incision was made for the treatment. Additionally, about 3 hours after the start of the operation, the balloon broke and the pieces of yellow rubber fell into the cavity. They retrieved them as much as possible, however they requested an eval to know if there are missing pieces or not. The procedure was completed with another trocar. The incision was extended by more than 3 cm. There was no tissue damage and no add'l bleeding. No pt injury was reported.